Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that post operatively the patient suffered an embolic stroke in the right caudate nucleus, as seen on MRI. They also had hemiplegia on their left side. The patient did not want extreme measures and supportive care was stopped. Related manufacturer report number: 2916596-2020-06192.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. It was communicated that no autopsy was performed and heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020 via customer order: (B)(4). The heartmate 3 lvas IFU is currently available. Section 1 of the IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the full report.

Event description:
The patient expired on (B)(6) 2020. The patient death was likely due to transfusion-related acute lung injury (trali) considering the patient's prolonged ventilation and failure to wean off ventilation. The account suspected patient reaction to plasma transfusion. An x-ray showed acute respiratory distress syndrome (ards) picture post transfusion. Cause of death was listed as ards due to trail. No autopsy was done. The pump will not be returned. The outcome was not device or therapy related.